Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of both leads was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis of (B)(6) and (B)(6), no deviations were noted. The two leads proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The lead tip of each lead showed no peculiarities. Further analysis of the two leads did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, the patient was taken in for pacemaker implant surgery. During the implant of the ra and rv leads, the patient experienced sudden cardiac tamponade. The doctor performed emergency rescue for the patient. The pacemaker implanting surgery was terminated, and the ra and rv leads were removed from patient body. The surgery will be rescheduled according to the patient condition.